Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device underinfused solution. The reporter stated that the flow of the device was much too slow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.